Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during initial drain. The home patient was connected at the time of the alarm. During troubleshooting, there was nothing unusual noted that could have caused or contributed to the alarm. The technical service representative reviewed proper procedures with the nurse, assisted the nurse to clear the alarm, assisted the nurse to end therapy, and advised the nurse to dispose of current supplies and to begin therapy again with all new supplies. The patient would complete therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.